Event description:
As reported for this event by the customer, during reprocessing an unidentified material was found in the forceps elevator. There is no patient involvement and no harm reported to any patient. The customer returned the device for checking and repair.

Manufacturer narrative:
The device is returned, and an evaluation is completed for it. Upon inspection and testing, it was observed that there was grinding observed when manipulating the forceps elevator. The forceps elevator was still functional. The forceps elevator pipe holder needs replacing. No foreign material was found. Other observations for the device: distal end plastic cover has minor scratches, and distal end rubber coating (a-rubber) adhesive has a crack. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use (IFU): IFU: operation manual chapter 3 preparation and inspection states how to detect the event. IFU: reprocessing manual chapter 5 reprocessing the endoscope states preventive measures. Olympus will continue to monitor field performance for this device.